Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), implanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the original lead placement was difficult. The rep reported that the patient was reprogrammed, however after speaking with the physician, he decided to do a lead revision to attempt to move the lead into a more optimal position. The lead revision was currently scheduled. Additional information was received from the rep on 2019-09-20. The rep reported that the revision was completed to move the lead more midline to obtain bilateral coverage. The patient had a post-operative appoint in 10-14 days. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 13-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were not getting pain relief for bilateral leg/foot pain. It was noted that the lead placement had been difficult and the lead didn¿t lie across the midline. They were unable to provide stimulation coverage below the right knee. Reprogramming was done without improvement to the settings. The patient was going to meet with the healthcare professional on (B)(6) to discuss if a lead revision would be done. The issue was not resolved at the time of the report. The indication for use was non-malignant pain.